Event description:
It was reported that during an acute myocardial infarction interventional procedure in a 90% stenosed, eccentric, de novo lesion with the vessel described as mildly tortuous and moderately calcified, the trek rx 2.5 x 15 mm device was prepared per instructions for use. The device was delivered to the lesion and upon the first inflation to 6 atmospheres, the balloon ruptured due to calcification. There was no reported resistance upon advancement or retraction of the device. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.